Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caregiver stated the lift will lower with weight even when locked in the up position. No injury or property damage was reported.